Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time.

Event description:
The reporter claimed that her blood glucose was elevated on (B)(6) 2011 while she managed her insulin treatment with the animas insulin pump. The reporter obtained blood glucose reading of "577 mg/dl" with symptoms of thirst. The patient is currently off of the insulin pump and is on syringe injections. Her blood glucose is with her normal range of around "234 mg/dl". Troubleshooting with the healthcare representative from animas revealed the animas insulin pump is working accordingly. The patient denies leakage at site, denies leakage from tubing, luer connection or cart, is using room temperature insulin, not expired, and denies air bubbles in cart or tubing, history correct, no alarms in history, basal correct. Although there is no evidence that the animas product malfunctioned, this complaint is being reported due to the alleged hyperglycemic episode the patient experienced while using the animas insulin pump to manage her diabetes.